Manufacturer narrative:
(B)(4). Batch #t5da5n. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail. It is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings, causing an increase of the internal forces and resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported by the rep that during an unknown procedure, the stapler would not fire. No patient consequences reported. There is no additional information available at this time.